Manufacturer narrative:
(B)(4) - additional information was provided informing us this device status was eos. The device problem codes were changed to reflect this. Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 12 months and 7 charging cycles were recorded to the device memory. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. Therefore, the ICD was opened. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electronic module was normal and as expected. The electronic module was attached to an external power supply. Once again a fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer. The manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The electrical measurement confirmed the battery depletion. The destructive analysis of the battery yielded no anomalies. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. There was no indication of a workmanship problem or a material defect. In summary, the eos device status was confirmed. The battery was found depleted, however all device parameters were normal and as expected. Despite thorough and time consuming analysis no conclusion could be drawn regarding the root cause of the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 12 months, an unexpected battery depletion was reported. No adverse patient side effects have been reported.